Event description:
On (B)(6) 2012, the patient's mother contacted animas alleging that the patient's pump did not give an occlusion alarm when insulin delivery was interrupted. The reporter informed customer support that the patient was hospitalized on (B)(6) 2012 with a diagnosis of dka. At the time of hospital admission, when the site was removed, the patient's mother reported it was slanted sideways but not bent. The patient's mother stated the patient was treated with insulin and fluids. The reporter did not provide date patient was discharged. At the time of the call, the patient's mother stated that on the evening prior to being hospitalized the patient had changed her site. The following morning ((B)(6) 2012) she woke up not feeling well. The reporter claimed the patient was initially nauseous but later began vomiting. It was also noted that the patient tested positive for ketones. The patient's blood glucose (bg) readings prior to taken to the ER were not provided. The patient's mother reported that they initially attempted to treat high bg at home and bg was responding, but ketones were not. At the time of troubleshooting, the patient's mother denied any issues with site. The reporter informed customer support that the patient went back on the pump after the incident. Customer support noted that the patient's mother did not implicate that the pump was not delivering and was only concerned that the pump did not provide an occlusion alarm with site issue. Customer support instructed the reporter that the pump will not alarm unless there is an obstruction. Review of pump alarm history confirmed no occlusion alarms. This complaint is being reported because the patient was diagnosed with dka while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: no occlusion alarms were observed in the pump black box or alarm history. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The force sensor calibration was tested and was confirmed to be detecting force correctly. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the display screen was found to be faded and discolored.